Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. Plan is to revise both the tibia and talus as necessary.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Manufacturer narrative:
The reported event could not be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a proper full clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source the informative value and the assessment of the underlying potential cause of a failure is severely limited. In the vast majority of these cases no conclusive statement can be provided, because the accompanying clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient) is missing. Radiographic findings such as radiolucent areas and bone cysts may indicate potential problems, but their clinical significance remains uncertain without the additional context. Due to the limited information and clinical context, we therefore refrain from making definitive statements about the patient, the procedure and/or the device in relation to the failure. The mpr for the CT scans was performed several times, but every time the reconstruction failed and the application closed. Moreover, since there is no additional clinical information provided, hence the cause of failure cannot be confirmed by the hcp. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report. Plan is to revise both the tibia and talus as necessary.